Event description:
Hello, I had the vein ablation procedure on (B)(6) 2025 done by (B)(6). Unfortunately, I've got a thermal burn (left leg) during the procedure, which caused a lot of pain and has made it difficult for me to sleep and carry out my day-to-day activities. I have to go to the hospital (wound center) every week to treat this injury, and my doctors estimate it could take several more months for full recovery. The treatment is costly, and I will likely have a permanent scar. My left tight remains painful and numb. Please let me know how you plan to address this incident and what steps you recommend. Thanks, (B)(6).